Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) dislodged during tether mode. A different lp was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of dislodgement was unable to be confirmed. The leadless pacemaker was returned for analysis. The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device had a stretched helix, this is consistent with procedure damage. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.